Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused fluid on the lungs. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Additional information was received and b5 should be reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused fluid on the lungs and shortness of breath. The patient has alleged to seeing particles in the device. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section g3 has been corrected ans the bad has changed. Section h6 was updated with the appropriate health effect - clinical code.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to CPAP device's sound abatement foam and became degraded and caused fluid on the lungs, shortness of breath and seeing particles in the device. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on may 14, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused fluid on the lungs and shortness of breath. The patient has alleged to seeing particles in the device. The patient did not report to receive medical intervention. Additional information was received about the alleged kidney disease or toxicity / kidney cancer. Section h6 health effects: clinical codes has been updated in this report.